Manufacturer narrative:
The product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The doctor had difficulty advancing the iab into the sheath. (Event complications: unknown - reported 9/22/97.) (Pt's current status: unk - rpt'd 9/22/97.)